Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level, confirmed to be below 500 mg/dl. The customer's pump reset was not previously attempted, but after guidance from technical support, the pump was successfully reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.